Event description:
It was reported that during the attempt to deploy a vascular stent in the sfa, a loud pop was heard and the trigger became unresponsive. The entire stent system was removed without incident and another stent was used to successfully complete the procedure. No patient injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.